Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 518 mg/dl with small to moderate ketones. Customer addressed bg level by administering a manual injection and changing pump supplies. Customer changed pump supplies to resolve the issue.